Event description:
A customer reported a contained cap piercer leak on a unicel dxc 660i instrument. The customer stated the cap piercer blade wash solution was dripping onto the sample tube caps. The customer stated the volume of fluid leaking was several millimeters. The customer was wearing personal protective equipment and no exposure or injury were reported. No erroneous patient results were generated in connection with this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse verified the obstructed cap piercer waste line was drain tube line #118 (p/n a16293). The fse described the obstructed material as a sample tube rubber cap. The fse flushed the waste line to remove the obstruction which resolved the issue. The manufacturer reference number for this event is (B)(4).